Manufacturer narrative:
Initial reporter phone no. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photographs was performed and it was noted that the blood leaked took place at the level of the male luer connector of the return line. The blood leakage was due to a crack at the cone of the male luer connector of the return line. The reported condition was verified. The cause of the reported condition was a crack at the cone of the male luer connector of the return line; however, the cause of the crack could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leakage occurred during therapy involving a prismaflex m100 ckt. The blood leak was located at the venous luer connector and was discovered during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.